Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported the patient was scheduled for an MRI, but the technician was unsure how to scan the patient's body. The patient had their neurostimulator explanted years ago but still has the tined lead implanted. The care team does not have a record of the explant surgery. There is no mention of why the neurostimulator was explanted. The MRI technician was advised that an x-ray needs to be done to determine if the lead is fully intact or if it is fragmented. If the lead is only a fragment, they can scan the patient under certain conditions. If the lead is intact, the patient would not be eligible for a whole-body MRI. There were no patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4). Block h11: investigation details: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of 'known inherent risk of device' was chosen as the allegation relates to "surgical intervention" which is addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported the patient was scheduled for an MRI, but the technician was unsure how to scan the patient's body. The patient had their neurostimulator explanted years ago but still has the tined lead implanted. The care team does not have a record of the explant surgery. There is no mention of why the neurostimulator was explanted. The MRI technician was advised that an x-ray needs to be done to determine if the lead is fully intact or if it is fragmented. If the lead is only a fragment, they can scan the patient under certain conditions. If the lead is intact, the patient would not be eligible for a whole-body MRI. There were no patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4).

Event description:
It was reported the patient was scheduled for an MRI, but the technician was unsure how to scan the patient's body. The patient had their neurostimulator explanted years ago but still has the tined lead implanted. The care team does not have a record of the explant surgery. There is no mention of why the neurostimulator was explanted. The MRI technician was advised that an x-ray needs to be done to determine if the lead is fully intact or if it is fragmented. If the lead is only a fragment, they can scan the patient under certain conditions. If the lead is intact, the patient would not be eligible for a whole-body MRI. There were no patient complications.